Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited oversensing noise which resulted in pacing inhibition. The patient reported symptoms of dizziness. On (B)(6) 2018, the lead was capped and replaced. The patient was stable throughout.